Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited high out of range pacing impedance measurements. An invasive procedure was performed to replace the lead. While closing the pocket, noise was oversensed on the right ventricular (rv) which resulted in pacing inhibition and asystole for greater than two consecutive seconds. Additionally, inappropriate anti-tachycardia pacing (atp) and an inappropriate shock were delivered. Strips were sent to boston scientific technical services (ts) for review. Analysis of the strips revealed the oversensing may have been due to air bubbles in the device header. No adverse patient effects were reported.

Manufacturer narrative:
The patient was monitored over night and no further episodes were observed. The device was programmed to the original settings from prior to the lead replacement procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The device was later explanted due to normal battery depletion. No adverse patient effects were reported.